Event description:
It was reported that a spectrum iq pump overinfused during medication delivery in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h10: when an air in line alarm occurs, the pump displays instructions to clear the air: "close roller clamp, open door to assess IV line for air, if necessary unload set and remove air." Per the spectrum iq operator's manual, 41018v0900, page 9-6 proper procedure for removing air from the line indicates: "always make sure that all clamps are closed before opening the door and unloading the IV set from the pump to prevent free flow." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.